Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of manufacturing documentation and a review of labeling. Review of the complaint text indicated customer service reviewed the instrument logs and found there was a possibility that the sample was compromised due to low pressure recovery. Review of complaint activity determined that there is normal complaint activity for the ict sample diluent lot 91741un16. Tracking and trending report review for the ict sample diluent determined that there are no related adverse or non-statistical trends. Manufacturing documentation for the lot did not identify any issues associated with the complaint issue. Based on the available information and this investigation, no systemic issue or deficiency was identified.

Event description:
The customer reported one sample generated falsely depressed potassium and chloride results on the architect c16000 analyzer while using architect ict (na+, k+, cl-) sample diluent. No specific patient information was provided. No impact to patient management was reported. Sample ID (B)(6) generated the following results: initial potassium (k+) result of 2.45 mmol/l and repeat 4.0 mmol/l, initial cholorid (cl-) result of 59.8 mmol/l and repeat 100 mmol/l.